Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a partial display. The patient¿s blood glucose level was unknown at the time of the incident. The device is expected to be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Device display properly. No missing segment/partial display anomaly noted during testing.